Event description:
User facility medwatch [mw5157352] report states: b)(6) was notified of the adverse event described below. After evaluating the information received, (B)(6) has determined the adverse event was not related to a device manufactured, sold, or imported by edwards lifesciences. Following 21cfr803.22, we are hereby submitting edwards notification of the event to cdrh. At the end of the transfemoral tavr procedure case the preclosed sutures pulled out of the left common femoral when the team removed the 14fr esheath. The surgical team was called in to close the left common femoral artery. The left common femoral artery was closed without issues and the patient was sent to recovery in stable condition. The team stated that the 14fr esheath was not to blame but this was due to pre-close failure alone and poor tissue quality. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).

Manufacturer narrative:
The device was not returned for analysis. Production record and complaint handling system reviews could not be conducted because the lot number was not provided. Corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or friable femoral vessel due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D4: the UDI is unknown because the part and lot number were not provided. Attachment: user facility medwatch mw5157352.